Event description:
It was reported that water leaked from the connector of the intra-abdominal pressure (iap) monitoring device during upon priming.

Manufacturer narrative:
.The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. The root cause for this failure includes the following: the solvent is not evenly distributed in the tube with the appropriate amount of adhesive, the training of the personal is crucial on this operation and the preparation of the dispenser of cyclo. The amount applied may vary on the dipping of the tube depending on the height (amount) of the solvent given at the beginning. The uniform distribution of the adhesive is also affected by the twisting operation performed after the dipping. A lack adequate inspection method to test for leaks is also identified as a contributing cause for not identifying non-conforming product in the inspections. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not performed as they were addressed by existing CAPA. The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the connector of the intra-abdominal pressure (iap) monitoring device during upon priming.